Event description:
After unwrapping a respironics CPAP replacement cushion, I noticed that it had a strong chemical odor on it. So, I washed it and smelled it again several times that day, it still had that odor. Afterwards I experienced a burning sensation in my nasal passages, a sinus headache, excessive mucus and shortness of breath. These symptoms lasted all that night.